Manufacturer narrative:
Model number/catalog number: 72404127. Serial number: n/a. Batch/lot number: 1100752273. Model/catalog description: control pump fgs iz. Unique identifier (UDI) #: (B)(4). Model number/catalog number: 72400024. Serial number: n/a. Batch/lot number: 1100697001. Model/catalog description: balloon fgs 61-70 cm. Unique identifier (UDI) #: (B)(4). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. The reported patient symptom of urinary incontinence is a known risk associated with this device type and indicated as such in the instructions for use. A risk review was completed and confirmed that the event of urinary incontinence and length too long was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on the information available, a conclusion code of adverse event related to patient anatomy and/or condition was assigned to this investigation.

Event description:
It was reported that a patient with an artificial urinary sphincter (aus) experienced worsening urinary incontinence. On examination, it was determined that the device is functioning as intended. A cystoscopy was performed and revealed that there may not be a complete coaptation of the urethral walls. A surgical procedure was performed, and the cuff was removed and replaced. The cuff was downsized per request. No additional information was provided.